Manufacturer narrative:
Device 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
On 30-nov-2020, the end user checked, and noted there were 3 wafers out of the box in which the pre-cut holes were off centered. Reportedly, no products were worn therefore no leakage occurred. No photo is available at this time.